Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 43 months, a shock impedance <25 ohm was reported. No deterioration in the patient's state of health was reported. The device was explanted.